Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a remote monitoring visit, possible oversensing was noted on the right ventricular (rv) lead. A few days later, high pacing impedance occurred as well as noise on non-sustained episodes. The lead was thought to be fractured so reprogramming was performed to turn the lead off until the lead was explanted and replaced. No patient complications have been reported as a result of this event.